Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology at the time of implant is unknown. The patient was current with follow up appointments. Currently, there is vessel disease progression with aortic neck dilatation. The CT revealed that the stent graft has migrated approximately 4 cm distally. The aortic neck at the left renal has enlarged to 4-5cm in diameter. The physician implanted an icast stent in left renal artery for a chimney and two 32x32x49 aortic cuffs were implanted up to sma artery. The migration and endoleak were resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, migration), patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation), known inherent risk of a procedure (endoleak, migration).